Manufacturer narrative:
On july 26, 2022, mentor received additional information regarding the device date of explantation. The device date of explantation has been updated to (B)(6) 2022. Section d6b. Explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information clarified that the patient's device (right side) was not ruptured. The patient's left side was determined to be ruptured. Ptosis was reported on the patient's right side. The coding in section h6-medical device problem code has been updated to reflect the new information. Please see manufacture¿s report number 1645337-2022-11758 for the event reported on the contralateral left side. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor made clarifications regarding the reported event and impacted side. It was determined that this impacted device (5997551-032) was the patient's left side device. In addition, it was determined that this impacted device (5997551-032) for the left had experienced ptosis and rupture only. Mentor had updated the complaint's coding regarding this event for accuracy. On (B)(6) 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 325cc breast implant. Leak testing was performed, according to the mentor procedure, and was found to have two tears (a and b) tear a on the posterior view and tear b on the anterior view and both within an area of shell abrasion, measuring 0.1 cm both tears. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may result from the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 325cc mentor memorygel breast implant that ruptured postoperatively. The rupture was confirmed by MRI. As a result, the patient planned on undergoing explantation sometime in (B)(6) 2018, or possibly (B)(6) 2019. Confirmation of an explant date was not provided. The patient was unsure at the time if she planned on replacing her devices after explantation. On 10/14/2019, mentor became aware that psr submission reference numbers (B)(4). Were duplicate reports of the same event. Any additional information, if received, will be submitted under this manufacturer¿s report number.